Event description:
Boston scientific crm received info that following the implant procedure, the r wave and p wave measurements on these leads dropped. The threshold measurements remained the same. The day after the procedure, the r wave measurement improved.